Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of prior to disinfection emboguard device identified no kink or other damage on the shaft. Visual inspection confirmed that all adhesive joints were intact and undamaged. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The check of the minimum inner diameter of the emboguard device confirmed that the ball gauge can pass through the entire shaft without resistance and that the minimum inner diameter is within the specification. The complaint report detailed that during the preparation phase, no damage was confirmed to the balloon, but the balloon did not inflate during the use of the device. The returned emboguard device was tested according to IFU procedures with colored water and confirmed that the balloon was leaking fluid and could not inflate normally, therefore the complaint event is confirmed. Microscopic examination of the balloon confirmed that there was a pinhole with multiple linear scars around the pinhole. It was reported that there was no damage to the balloon during the preparation phase, so the balloon damage may have occurred during the procedure. Based on the evidence that there were multiple linear wounds on the surface of the balloon confirmed by magnified observation, it is possible that a rough object came into contact with the balloon during the procedure, but the cause could not be determined in this investigation. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instruction for use (IFU) contains the following precautions: - avoid use of the device in calcified or stented vessels as this may result in balloon / device damage. - to avoid balloon damage, minimize catheter movement during balloon inflation & while inflated. - ensure the balloon is fully deflated before insertion into the introducer sheath. With the information available, a conclusive cause cannot be determined, however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (9612452) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the product was received in the product analysis lab on 28-jul-2025. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. A review of the manufacturing documentation associated with this lot: (9612452) is in process. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting the internal carotid artery (ica), all devices were reportedly used in accordance with their instructions for use (ifus). The procedure was performed via the combined technique using an embotrap iii revascularization device (catalog / lot#: unknown), a react¿ aspiration catheter (medtronic), and a 95cm emboguard 87 balloon guide catheter (bg8795u / 9612452). During the preparation of the devices, no damage was observed on the emboguard 87 balloon guide catheter. It was reported that during the procedure, an attempt was made to inflate the emboguard balloon, but it did not inflate, and damage was confirmed. The emboguard was replaced with another / new one, and the procedure was resumed and completed. The target thrombus was successfully retrieved, the post-procedure tici score of 3 was achieved and the patient was reported to be in stable condition. There was no negative impact on the patient. On 28-jul-2025, additional information was received. The information indicated that the surgical access point for the procedure was femoral. Clarification on the reported ¿damaged¿ condition of the emboguard was ¿possibly punctured or torn. No further details were confirmed, but the physician commented that the balloon could not be inflated, and after pulling it from the patient¿s body, it was found damaged. Kink or separation were not reported.¿ there was no clinically significant delay in the procedure as a result of the reported issue. Per the information ¿ no further information can be obtained. Based on the additional information received on 28-jul-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿